Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touch screen was less responsive to presses. Reportedly, the contact was able to interact with all buttons except the "stu" button despite being pressed multiple times. Contact had to press the "123" button multiple times to have the screen shift from the letter pad to the number pad. The number "7" button, which is located in the same location as the "stu" button, also took multiple presses to work. The customer's blood glucose (bg) level went up to 247 mg/dl. However, the customer's bg level was due to being on steroids and was unrelated to the pump or supplies. Reportedly, customer would continue to use the pump for insulin therapy.